Manufacturer narrative:
Medical device code (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, it was noted that the device was going tangential to the tissue. However, the left jaw of the clip was bent. When closing the clip for deployment, the clip just stayed open, was not able to close onto tissue and did not release from the catheter. The clip was removed, and the procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.